Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead failed to capture. The lead was repositioned and re-tested many times, but after three hours, a new lead was implanted. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead failed to capture. The lead was repositioned and re-tested many times, but after three hours, a new lead was implanted. No adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated.

Manufacturer narrative:
The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the failure to capture during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead failed to capture. The lead was repositioned and re-tested many times, but after three hours, a new lead was implanted. No adverse patient effects were reported. The device was expected for return but has not been received. Attempts to obtain further information regarding the product location were unsuccessful. If this device is returned, analysis will be performed and this report will be updated. The lead was subsequently returned and analyzed.